Event description:
It was reported the balloon could not be deflated during preparation. The device was not used in the patient.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire.the balloon was tested for inflation/deflation and no defect was found. (B)(4)